Event description:
The customer reported that the system hung up during cine run and the screen went blank. They had to reboot and system ran fine. This incident occurred while the doctor was doing a vascular run. No pt injury.